Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with a 700cc mentor memorygel breast implant and an unspecified mentor gel implant, reported that the implants were too heavy, the right breast prosthesis looked larger, and that the left breast prosthesis has ruptured post-operatively. As a result, the patient underwent bilateral removal and replacement with two 400cc mentor memorygel breast implants on (B)(6) 2019. This medwatch form is for the right breast prosthesis.